Event description:
The customer reported the generation of erratic patient results on multiple analytes on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. Although data was provided, it was unreadable. The affected analytes appeared to include alanine aminotransferase (alt), alkaline phosphatase (alp), blood urea nitrogen (bun), calcium arsenazo (cala), bicarbonate (co2), glucose (glu), total bilirubin (tbil), total protein (tp), ethyl alcohol (etoh), sodium (na), potassium (k), and chloride (cl).

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).